Event description:
It was reported to boston scientific (bsc) on 11/10/2006 that a customer encountered problems during use of a stent. According to the customer: "during the procedure, they attempted to place a stent (device in question) in the basilar artery, they could not reach the implant site and upon removal of the system the stent (device in question) deployed in the sheath. Upon removal of the sheath the stent (device in question) remained in the pt in the profunda." The following additional info regarding the event was received on 12/7/2006: the stent was deployed at the "profunda of a small branch vessel in the pt's leg. Physician has decided to leave the stent implanted in the pt. Pt's status was reported as stable; on changes in pt's status prior to and post procedure." No pt complications were reported.

Manufacturer narrative:
The device in question will not be returned to the MFR for further investigation as it was left implanted in the pt. An investigation on the lot history review of the device in question is currently in progress. It was reported to the MFR on 12/07/2006 that the main reason that prevented the device in question (stent) to reach the intended implant site was due to "tortuous anatomy." Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available, a supplemental report will follow.